Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was retracted into the sleeve, resistance was felt. It was noted when the balloon catheter was inserted into the sheath, more resistance was felt and air was aspirated through the side port of sheath. The issue resolved by aspirating slowly and flushing, and the balloon catheter was advanced into the sheath. The case was completed with cryo. When the balloon catheter was removed from the sheath, a ¿small rupture sound¿ was heard around the sheath valve. A touch-up was performed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 53915 were returned and analyzed. The data files showed at lease six applications were performed with a balloon catheter on the date of the event with no system notice or any issues. Visual inspection of the sheath showed the device was intact with no apparent issues. Flushing/ air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. The valve disk was suspected to be torn. In conclusion, the reported air ingress during aspiration has been confirmed through testing but not confirmed though data analysis. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.